Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The customer found the rinse nozzle on the rinse unit was clogged. The customer declined a service visit. Further investigation by the manufacturer confirmed the customer's findings were the cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas c502 analyzer. There were 14 erroneous results for albumin gen.2 and 12 erroneous results for total protein urine/csf gen.3 for a total of 26 patients. The patients' ages, weights, and genders were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.